Manufacturer narrative:
No blood loss nor medical intervention was reported. We have requested the downloaded machine data files for evaluation. The company is aware of this machine malfunction (frozen screen) and is working on corrections.

Event description:
Customer reported an incident where "a 'screen freeze' occurred (screen light in color but nothing active on it and number not present) when moving from the status screen to the flow rate screen." The customer was unable to increase the qb from 100ml/min to 150ml/min as no numbers in the flow rate screen were visible. The customer went back to the status screen. Then back again to the flow rate screen and was then able to see the numbers and arrows. The customer then changed the blood pump speed from 100 to 150, the flow rate entered was 150 on the flow rate screen but, the flow rate on the status screen showed 170ml/min. The customer went back to the flow rate screen and entered a second rate of 200 and the status screen flow rate showed 22ml/min. The pbp was at 20 ml/min and the replacement and dialysate were each at 50 cc/hr. This was an invitro trial. No blood loss was reported. Machine runtime was 1602(h).